Event description:
It was reported that this right ventricular (rv) exhibited noise lead, which led to inappropriate inhibition and triggering of lv therapy. Inappropriate triggering of hv therapy. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to unknown product performance issue. No additional adverse patient effects were reported.